Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085746) that an unspecified mentor gel implant was broken intraoperatively during a breast augmentation on (B)(6) 2014. The patient reported being left under longer than needed, however, there was no adverse event reported. Another set of unspecified mentor gel implants were used to continue the breast augmentation.

Manufacturer narrative:
On 6/13/2019, mentor became aware that the incorrect patient code, no adverse event (2645) was indicated in the initial report. The correct patient code is no code available (3191) for surgery prolonged. Manufacturer¿s reference number: (B)(4).